Event description:
A surgeon reported two patients that presented with visually significant anterior membranes following intraocular lens (iol) implant surgeries. Both patients were bilaterally implanted. One week following the initial surgery, the patient reported seeing a black line in her vision. The patient's visual acuities (va) were 20/20 distance and near. At the patient's three week post operative visit, the patient reported that she had been experiencing streaking lights in her vision for two weeks. The surgeon noted an anterior membrane on the iol, with no inflammation. The patient's va remained 20/20 distance and near. At the patient's two month post operative visit, the anterior membrane was noted to be dense and the patient's uncorrected va was 20/50. Additional information was received from the surgeon, who indicated that the patient was treated with increased steroid medications and an anti-inflammatory medication. The surgeon is considering a yag laser procedure. There are four medical device reports associated with this event. This report is for the first patient, right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information indicated the use of an approved cartridge. The product history records could not be reviewed for the associated cartridge because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. There were no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).